Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with the shield, a clear plastic component of the seal. Visual inspection of the event unit confirmed the complainant¿s experience of seal component separation. The shield and septum, internal rubber components of the seal, were torn. Based on the condition of the returned unit and the description of the event, it is likely that the shield was dislodged due to the torn septum, which likely occurred when the cord of the retrieval bag was cut from the seal subassembly.

Event description:
Procedure performed: robotic assisted prostatectomy. Event description: "a ctr73 was used as an assistant port in the robotic assisted prostatectomy on (B)(6) 2019. The port was located at the right side of the abdomen. They used a cd001 to bag the specimen, after bagging the specimen successfully, the bag's string was hanging outside the ctr73 for about 45min while completing the procedure with other instruments such as laparoscopic needle driver, [non-applied energy device] , suction/irrigation and [hemostasis agent] using the same port(ctr73). At the end of the procedure, the bag's string was trapped in the plastic seal of trocar's housing when removing the bag from patient's abdomen, after opening the housing of trocar and using scissors the string was released and plastic cone shape seal came off of trocar's housing. Please see pictures attached. No access to lot# since the cover of the product was thrown out." Intervention: after opening the housing of trocar and using scissors the string was released and plastic cone shape seal came off of trocar's housing. Patient status: no patient injury.

Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: robotic assisted prostatectomy. Event description: "a ctr73 was used as an assistant port in the robotic assisted prostatectomy on (B)(6) 2019. The port was located at the right side of the abdomen. They used a cd001 to bag the specimen, after bagging the specimen successfully, the bag's string was hanging outside the ctr73 for about 45min while completing the procedure with other instruments such as laparoscopic needle driver, [non-applied energy device] , suction/irrigation and [hemostasis agent] using the same port(ctr73). At the end of the procedure, the bag's string was trapped in the plastic seal of trocar's housing when removing the bag from patient's abdomen, after opening the housing of trocar and using scissors the string was released and plastic cone shape seal came off of trocar's housing. Please see pictures attached. No access to lot# since the cover of the product was thrown out." Intervention: after opening the housing of trocar and using scissors the string was released and plastic cone shape seal came off of trocar's housing. Patient status: no patient injury.